Event description:
It was reported that the patient presented with arrhythmia, discomfort, and signs of panic. It was found that the patient's right ventricular lead had dislodged, resulting in over-sensing, and inadequate capture. It was further noted that the over-sensing resulted in inappropriate anti-tachycardia pacing (atp) and high voltage therapy. During revision, the helix failed to be extended. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of lead dislodgement, sensing anomaly, failure to capture, and inappropriate atp were not confirmed. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Final analysis found the cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and overtorquing of the inner coil. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. No other anomalies were detected.